Event description:
It was reported that pump logs indicated a motor stall had occurred. A rotor study was done which indicated the rotor did not move 60 degrees. A dye study revealed no problems. The pump was replaced four days later with no reported symptoms or pt injury. The drug used in the pump is lioresal (dose and concentration unk).

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A f/u report will be sent when device analysis is completed. The report was received late from the field rep; retraining has been conducted.